Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The cutting loop is torn off. Upon inquiry at the clinic, it was confirmed that an hf generator of the "force fx" type was used in the "monopolarcut" mode "pure" program. This setting provides a maximum voltage peak-peak of 2300v. The instructions for use of the cutting loop allow a maximum voltage of 950v peak - or 1900v peak - peak. This setting exceeds the maximum voltage allowed by 400v or 21%.

Event description:
It was reported that there was event with a "spare loop". According to the information received a "loud thud" occurred during the power supply in the body. This resulted in severe bleeding near the ureter. The patient is doing well according to current assessment. The generator setting was 100, thus not the maximum setting of the device. Customer does not currently suspect that components of the defective product may have remained.